Event description:
It was reported the patient's device was replaced due to high impedance readings. It was stated the patient went through a body scanner at the airport. The patient's device showed impedances of >4,000 ohms. The device was replaced using the existing lead. It was stated the "impedances were all <4,000 and the patient didn't have any complications." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).